Manufacturer narrative:
The reported event could be confirmed (looking at the x-rays). Based on investigation, the root cause was attributed to be patient related. Unfortunately the exact cause of the failure could not be determined as no further details could be obtained. The device inspection revealed the following: screws: damages on the locking threads are clearly visible. Test using the existing locking screws showed that the two screws from the left side could be locked but they would not hold accordingly due to the severe damages (on the plate as well as on the locking threads). The other two locking screws could be locked without any issues. No issues with the bone screws. Original statement from our medical expert: "in the postoperative x-ray we see, that the three lateral screws are tied to the lateral clavicle end. The most medial of them is fixed at the fracture location. At least the proximal cortex seems to be not intact. So, we only have five cortices which are gripped by the threads of the screw. With the movements associated with the shoulder girdle including the clavicle, that was obviously not enough to stabilize the fracture securely and lead to union. A longer plate with at least one more lateral hole would have been better, but that is easy to say knowing the result of the treatment." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "treated revision surgery due to back out of screws. Replaces plate the screw."